Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11d. P-cap locked in place properly during testing. Unit passed displacement test properly. Unit received with minor scratch case. Multiple batteries were installed and no battery housing anomalies were noted during testing.

Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.